Manufacturer narrative:
The sample is serum. Per the customer complaint record, the instrument sample arm has been replaced due to misalignment. Investigation is still pending. Additional information for this investigation is being reported in MDR 2050012-2011-04810.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a paediatric glucose serum sample, from an infant patient, generated an erroneously high result of 4.46 mmol/l on the (B)(4) clinical chemistry analyzer. The erroneous result was immediately queried by the consultant as this infant patient was hypoglycemic, and additional on-going monitoring of the infant had shown the infant to have low glucose. No treatment was administered based on the original result. On request by the hospital consultant, the same serum sample was re-tested and consistent results of 1.71mmol/l and 1.79 mmol/l were obtained. The same primary tube was used for all tests. Patient treatment was not affected in this event.